Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent extensive transvaginal urethrolysis, removal of mesh from the retropubic space and the urethral wall (deep penetration into the urethra), anterior vaginal wall reconstruction on (B)(6) 2014 due to complications of mesh surgery, post multiple revisions and exploration, dyspareunia, hispareunia, groin pain and fecal incontinence. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: it was reported that patient underwent autologous fascia lata sling with the donor site from the left thigh, transvaginal urethrolysis on (B)(6) 2015 due to complications of mesh surgery and urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, anterior transverse defect repair/cystocele repair and ivs tunneler colpopexy due sui, cystocele, and menometrorrhagia. It was reported that following insertion the patient experienced pain, infection, erosion, urinary/bowel problems, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2004 and (B)(6) 2004. It was reported that the patient underwent mesh explants on (B)(6) 2009. No additional information was provided.